Manufacturer narrative:
(B) (4): the product was returned for eval. Visual examination found that two of the four tabs are broken. One intact tab is slightly damaged. It appears that the instrument was subjected to excessive torque. A review of the device history records did not identify any applicable non-conformances to specification.

Event description:
It was reported that the tip of the screwdriver broke during revision surgery. Both of the pieces were removed from the pt. No pt complications were reported.